Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported leaking. Device was received all intact with no notable external damage. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of a system fault. To further investigate, functional tests were performed. The moment the device was powered up, it started double beeping. It was determined to be due a downstream sensor issue; the downstream sensor will be replaced.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave continuously beeping. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.